Event description:
The granddaughter of a (B)(6) male patient called zoll customer support to report that the patient's monitor response buttons were not working. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button not working) has been confirmed. Upon investigation the front and rear response buttons were non-functional. The buttons' metal switches were damaged. The root cause for the damaged switches could not be positively identified but was likely excessive force. No adverse event resulted from the defective response buttons. The patient received a replacement monitor.